Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found that the units motor speed was unstable and the swivel was loose. The motor and swivel were replaced, the unit was tested, it was calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that outside of surgery the right side of the deivce started pull and tug. No patient involvement was noted as a result no harm or delay were reported. No adverse event was reported as it relates to this event. No further information is available at this time.

Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. (B)(6).